Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. The customer's blood glucose level had no adverse impact. A new charging cable, wall adapter, and charging pad was sent to the customer. Technical support attempted to follow up with customer however, no additional product or event information was available.